Manufacturer narrative:
A review of the manufacturing records for the intraocular lens (iol) was conducted. The review of the documentation and testing were found within product specifications. The documentation showed that the production order was manufactured according to specifications. No deviations related to the reported complaint was reported. The review of the documentation for slit lamp inspection of silicone lens inspection showed that all the lenses sampled had an acceptable haze level. At the final inspection process, the lenses are 100% cleaned and inspected at 10x microscope magnification. Any defects on the lenses that do not meet the criteria specifications are rejected. The manufacturing record and related documents showed that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that an intraocular lens was explanted in a secondary procedure as the patient was complaining of cloudiness on the posterior surface of the lens. The intraocular lens had been implanted in the patient's eye for 4-5 years. It was stated that the patient had been implanted with a lens in another eye and there was no issue with that. The implant date was not provided. No further information about patient date of birth and outcome has been provided. In addition, product serial number has not been provided, so the manufacture date and expiration date cannot be determined.

Manufacturer narrative:
The material analysis was performed on the iol for further investigation of cloudiness on the posterior surface. There was no cloudiness observed on either side of the lens. The lens was placed loosely inside a plastic bag and not protected in a case or cartridge, so there was a possibility of a cloudy film, if present, being rubbed off. Microscopic examination was performed again, and no cloudiness was observed. Surface analysis technique, called esca (electron spectroscopy for chemical analysis) technique, was performed on the iol, and several spots on both sides of the lens were analyzed using the esca technique. The esca results only showed carbon, oxygen and silicon which would be expected for this type of lens material. In a diabetic patient, calcium and/or calcium and phosphorus deposits are common. A special scan for calcium and phosphorus was performed on the analyzed spots, and with observation. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
The sample was inspected at 10x microscope magnification using black and white background. Sample was observed clear. No white or gray surface was detected in the lens received. Dry residues of viscoelastic lubricant (ovd) were detected in both sides of the lens body, whereby the condition is consistent with a lens that has been prepared for use. Also, small loose particles were observed on the sample, compatible with handling the lens out of the sterile environment. No cosmetic defects in the lens optic body were observed. From the unit received, no opacity material in the silicone lens was observed. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Corrected data: model # clrflxc, catalog # clrflxc. Additional information: age: (B)(6) yrs. Gender: male. Patient has diabetes. Serial # (B)(4). Implant date: (B)(6) 2008. Pre-ucva unknown bcva 20/30, right eye was operated on (B)(6) 2008. Post-ucva 20/100 bcva 20/30. After the surgeon confirmed cloudiness on the posterior surface of the iol, the surgeon tried to remove by (B)(6) on (B)(6) 2012 but could not. Finally, it was explanted on (B)(6) 2013. Post-ucva 20/60 bcva 20/40. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Initial reporter telephone number: (B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.